Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. Electrical, visual, and x-ray testing revealed that the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented with a high capture threshold on their right ventricular lead. It was noted that the patient had fallen prior to the high capture threshold, although it is unknown whether or not that was the cause of the issue. The lead was explanted and replaced, and the patient was in stable condition throughout.